Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Review of logs showed the instrument failed to engage with error 22020 stating engagement failure. The instrument was placed on an in-house system arm and recognized the instrument on several attempts; no error messages occurred. The system displayed instrument name on monitor screen also indicating the instrument was recognized. The blue light on the system arm indicated the instrument was ready for use. The instrument also fully engaged the sterile adapter on the system with no issues. The housing was removed and no damage was observed to the input disks. Upon further failure analysis, intuitive motion was not being experienced upon manual input of the disk knobs. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the (B)(4) forceps instrument was not being recognized. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.